Event description:
Based on info provided by the slp, this event happened approx 18 months ago. Pt stated "prosthesis fell down hole." Pt pushed device back using a foreign object against the advice of the slp. Pt stated "I had to be operated on to get it out, because it was in my esophagus."